Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife stated that she was inserted the sensor into the customer and it was looked the tip was missing or broke off. The customer¿s blood glucose level was unknown. Customer troubleshoot was not performed. The sensor will be returned for analysis.